Event description:
In 2008, the pt reported that he has been experiencing occlusion errors (e4) while attempting to bolus. He stated that the occlusion occur after his infusion set has been in place for 24 hours. He stated that he changed all of his accessories and continued to receive occlusion errors. He also reported that his infusion device sounds loud. He stated that he noticed this when he began use of the device in 2007. He stated that he has noticed insulin in the cartridge compartment twice within the past 3-4 weeks. He stated that when he removes the insulin cartridge the plunger appears to be "side ways" allowing insulin to leak. The pt stated that he does not attach the adapter or infusion tubing to the insulin cartridge prior to insertion into the infusion device, and he does not adjust the piston rod. He was educated on the proper procedure. The pt switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second part to address the issue. Product was replaced and requested to be returned for eval.